Event description:
It was reported that a user experienced recurrent nocturnal hypoglycemia approximately three and a half hours after bedtime while using the ilet, with daytime control described as acceptable and no device alerts or alarms reported; the user had performed a factory reset and requested additional training, and non-clinical support arranged training and advised the user to contact their healthcare provider for therapy guidance. Symptoms included low blood glucose during nighttime periods. Outcomes included user frustration and the need for additional education; there was no report of injury, hospitalization, or emergency treatment. Investigation included telephone troubleshooting and education, review of use patterns as described by the user, and coordination for further training. Investigation of this case revealed no device malfunction reported or observed, and the cause of hypoglycemia remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.